Event description:
It was reported that during the course of the laser lead extraction it become necessary to perform open heart surgery to repair a hole in the atrial appendage. The system was being removed due to superior vena cava (svc) syndrome. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal segment of the lead was removed, returned, and no anomalies were found. It was also reported that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, and the lead had apparent explant damage.